Manufacturer narrative:
The additional adverse patient effects referenced will be filed under a separate medwatch report #. The xience referenced are being filed under a separate medwatch report #. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. A conclusive cause for the difficulties listed and the reported death can not be determined based on the limited information available. The patient effects listed are consistent with the product risk profile and are therefore expected. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided. Article title: comparison of the everolimus-eluting bioresorbable vascular scaffold versus the everolimus-eluting metallic stent in real-world patients with st-segment elevation myocardial infarction.

Event description:
It was reported through a research article identifying absorb that may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, and rehospitalization. Additionally, it was identified that xience may be related to the following: patient death, myocardial infarction, thrombosis, revascularization, and rehospitalization. This article summarizes clinical outcomes of 264 patients that were treated with xience stents and absorb scaffolds. Specific patient information is documented as unknown. Details are listed in the article, titled "comparison of the everolimus-eluting bioresorbable vascular scaffold versus the everolimus-eluting metallic stent in real-world patients with st-segment elevation myocardial infarction."